Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 6/11/2026. Data was provided for investigation. During the early morning of the day of the reported event (12/31/2025) the egvs were falling and a low glucose alert was triggered at 1:18 am. The egvs continued to drop and an urgent low soon alert was triggered at 2:03 am followed by an urgent low alert at 2:43 am when the egvs hit 52 mg/dl. At 3:38 am a sensor failure was recorded due to progressive sensor decline. The next sensor session started at 3:28 pm. All alerts were found to have performed as intended. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the skin. On (B)(6) 2025, it was reported that at around 09:00 am, the patient´s parent checked her follow app and noticed that she was not getting readings and did not get notification. She and her husband went to the patient´s room right away and found her unresponsive, having seizure and with breathing problems. They checked her bg fs and it was 29 mg/dl. They did not check the patient´s pump during this time. The parent called paramedics. While waiting for the paramedics, they administered 2 shots of baqsimi (glucagon). When the paramedics arrived around 09:10 am, they checked the bg fs and it was 34 mg/dl. Paramedics administered glucose IV then brought patient to the emergency room (ER). When they arrived at the ER around 09:40 am, they took a manual bg and it increased to 134 mg/dl. During this time, cgm was not checked. No additional medication/treatment was provided. The patient was discharged around 09:00 pm on the same day. The patient was fine before going home. Parent said that manual bg was not checked before they went home and newly inserted cgm was reading around 180 mg/dl. The reporter could not confirm what was the main cgm app showing nor what was the reading from cgm when the bg was 29 mg/dl since the reporter did not check the cgm. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.